Event description:
As per medwatch mw5179149: patient was revised due to right infected hip, incision and drainage, competitor head and stryker liner exchange.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown stryker hip was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: as per medwatch mw5179149: patient was revised due to right infected hip, incision and drainage, cmpetitor head and stryker liner exchange. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.